Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized. Customer's blood glucose level was unknown at the time of incident. Customer also indicated that the pump alarmed motor error and the pump is cracked at the battery compartment. The customer was advised to follow up with their doctor regarding the high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined further high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, belt clips lot, minor scratched and cracked display window.